Event description:
Additional information was received that there was no patient involvement recorded regarding the associated complaint. Any error and/or failure occurred during testing only.

Manufacturer narrative:
While performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported the pumps pcb is damaged no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.